Manufacturer narrative:
(B)(4).

Event description:
(B)(4) ¿ the dentist reported that 1 year and 9 months after the dental implant was installed in intraoral region 10#, its loss of osseointegration was observed. Moreover, the patient presented bone type ii, bone graft was executed and immediate load and immediate implant procedures were performed.